Event description:
It was reported to philips that the system was hanging and not booting properly, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was hanging and not booting up properly. Upon troubleshooting, the fse found a network connectivity issue between host c and network switch. To resolve the issue, the fse reconnected all the cables of host pc, ippc and network switch and recreated image storage, and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.